Event description:
It was reported that: "this patient is enrolled in (B)(4) . The site reported on a crf that the patient experienced a dislocation post-op. The site did not consider this event to be related to the device and also noted that it may have been related to physical therapy. The patient was treated with closed reduction and hip bracing and the event was considered resolved as of (B)(6) 2007. This event was discovered during a review of data reports."

Manufacturer narrative:
The information provided by (B)(4) . No additional information is available at this time. Additional follow-up information may be obtained by the clinical affairs as it becomes available. If additional information becomes available, it will be submitted in a supplemental report.